Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was down and will not start application after upgrade. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was down and will not start application after upgrade. A field service engineer assisted the customer with configuring the device following a remote upgrade, ensuring proper setup and functionality. The system functioned as intended after the field service engineer assisted to customer to resolve the issue of the device.